Event description:
It was reported that the patient needed an MRI in the past but could not have one because the device was still implanted. It was noted that the patient has had the device disconnected for some time. It was noted that the patient may have bumped it or sat on the device wrong. The patient was having pain and muscle problems on the side of the device. It was noted that this started 10 days prior to report. It was noted that the patient was on medication and thought that the muscle weakness was from the medication. It was noted that the patient stated that it was painful when she would lie on the device or sitting on the side of the device. It was further noted that it was very painful. It was noted that the leads were explanted but the devices were still implanted. It was noted that only the device on the right side was causing her pain.

Manufacturer narrative:
Concomitant products: product ID 3023, serial # (B)(4), implanted: (B)(6) 1998, product type implantable neurostimulator; product ID 3080, lot # l55799, implanted: (B)(6) 1998, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3080, lot # l51223, implanted: (B)(6) 1998, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3023, serial # (B)(4), implanted: (B)(6) 1998, product type implantable neurostimulator; product ID 3023, serial # (B)(4), implanted: (B)(6) 1998, product type implantable neurostimulator; product ID 3080, lot # l55799, implanted: (B)(6) 1998, product type lead; product ID 3080, lot # l51223, implanted: (B)(6) 1998, product type lead. (B)(4).